Event description:
It was reported that there was loss of image.

Manufacturer narrative:
The device was received at the local service facility for investigation. The technical service report indicates: e04 error message displayed, unit still under warranty. Probable root cause: cables, hdmi cables, connectors, digital board, power supply, filter / fuse, ac inlet board, main board, transition board, intermittence between transition board and ch connector, software, camera head, coupler, problem toggling light source, connected monitors, leaking, poor grounding, no/incorrect communication with light source, soaking cap disconnection during sterilization, electromagnetic interference (emi) from rf communication, hf surgical instruments, esd, or power surge, pendulum ch inertial measurement unit (imu), use error. Probable root cause: software, front board, digital board, lcd touch panel, device control, power supply, filter / fuse, connectors, degradation from cleaning (i.e. Uv disinfection), fluid ingress into lcd panel, authentication board failure, electromagnetic interference (emi) from rf communication, hf surgical instruments, esd, or power surge, no/incorrect communication with light source, use error. The reported failure mode will be monitored for future reoccurrence.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that there was loss of image.